Manufacturer narrative:
Device used for treatment and not diagnosis. The complained article was send to our product development center for detailed investigation. According to the present statement we have determined, that article screwdriver with transmission, cannulated, angled art.no.395.330 lot. No. 3128592 is damaged. We can not define exactly how the damage occurred, because there are parts missing of the screwdriver. We only assume that the application error was done with bending strongly the wires. This error had led to the defect. Further investigation of manufacturing and material documents has shown no deviations with our specifications. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that wires broke during screwing. No further information is available at this time. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.